Event description:
It was reported that the atrial lead was undersensing and had low impedance. The lead was capped and not replaced, as the patient was in chronic atrial fibrillation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.